Manufacturer narrative:
Physio-control replaced the device's isolation relay to resolve the reported issue. Proper device operation was observed through functional and performance testing.the device was returned to the customer for use. Physio-control further evaluated the removed isolation relay and determined a damaged plug connector designator p22 was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device displayed an abnormal energy delivery message when testing the defibrillation function. In this state the device may not be able to deliver appropriate defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed an abnormal energy delivery message when testing the defibrillation function. In this state the device may not be able to deliver appropriate defibrillation therapy if needed. There was no patient use reported with the event.